Manufacturer narrative:
Please note that the exact event date is unknown. Initial reporter occupation: other, senior counsel, litigation. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis, inferior vena cava (ivc) occlusion and filter occlusion. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). The reported device and ivc occlusions could not be confirmed without films for review. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis, inferior vena cava occlusion and filter occlusion. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that approximately four years prior to filter implantation the patient had lower extremity deep vein thrombosis (dvt) with the first episode related to prolonged travel. The patient had subsequent events of dvt and pulmonary embolism (pe). Approximately on or about five years post implantation of the filter, the patient underwent venous intervention with intention to treat postphlebitic syndrome. At that time, the patient underwent venous recanalization and unknown vena caval stent was placed. Approximately on or about ten years and eight months post implantation of the filter, the patient underwent a venogram due to continued edema of the lower extremities left worse than right with pigmentation and dermatosclerosis. Also, it is noted that the patient was also suffering from fatigue and pain in the bilateral legs predominantly calf regions when walking and poor exercise tolerance at that time. The venogram results noted the complete occlusion of the right and left common femoral veins and iliac veins with inner pelvis and superficial lateral abdominal collaterals. The venogram also noted ivc filter was entirely occluded, ivc thrombosis below the filter, with the occlusion being chronic. The trapease filter was noted in infrarenal position and an unknown venous stent parallel to the filter was noted extending from the left iliac vein to the vena cava just above the filter with the unknown stent being entirely occluded as well. According to the information received in the patient profile from (ppf), approximately on or about ten years and eight months post implantation of the ivc filter the patient became aware of the alleged events and reports to have blood clots, clotting, and/or occlusion of the ivc. The patient states that they suffer from chronic thrombus within ivc filter, have an occluded filter, chronic thrombus in both legs, and suffer from severe back, hip, groin, abdomen, and leg pain. The patient states that they were unable to walk for two months, they suffer from fatigue, are out of breath quickly, and suffer from headaches/migraines. The patient also reports to have difficulty, pain, and dizziness when getting up from a sitting or lying position. The patient reports to have a heaviness and aching feeling in the chest, chronic leg edema, numbness in both legs, body tissue growth around the ivc filter, pain during sex, and at times is unable to hold an erection. The patient notes to also have difficulty staying asleep at night due to pain, suffer from depression, anxiety, and fear that the ivc filter could splinter/break. The patient states to have had multiple hospital admissions and operations, suffered an infection in the left foot for over a month due to low blood flow, and to have venous stasis with bulging/painful veins in legs and abdomen, difficulty walking at times (legs feel heavy), and legs turning purple when standing or sitting. The patient states to be currently out of work due to the conditions described above. Patient code (B)(6) was used since there is no appropriate term available for 'postphlebitic syndrome,' 'collateral circulation, and 'venous stasis' as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient had lower extremity deep vein thrombosis (dvt) with the first episode related to prolonged travel. The patient had subsequent events of dvt and pulmonary embolism (pe). The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis, inferior vena cava occlusion and filter occlusion. Approximately on or about five years post implantation of the filter, the patient underwent venous recanalization and unknown vena caval stent was placed. Approximately on or about ten years and eight months post implantation of the filter, the patient underwent a venogram due to continued edema of the lower extremities left worse than right with pigmentation and dermatosclerosis. Also, it is noted that the patient was also suffering from fatigue and pain in the bilateral legs predominantly calf regions when walking and poor exercise tolerance at that time. The venogram results noted the complete occlusion of the right and left common femoral veins and iliac veins with inner pelvis and superficial lateral abdominal collaterals. The venogram also noted ivc filter was entirely occluded, ivc thrombosis below the filter, with the occlusion being chronic. The trapease filter was noted in infrarenal position and an unknown venous stent parallel to the filter was noted extending from the left iliac vein to the vena cava just above the filter with the unknown stent being entirely occluded as well. Per the patient profile from (ppf), the patient reports to have blood clots, clotting, and/or occlusion of the ivc. The patient states that they suffer from chronic thrombus within ivc filter, chronic thrombus in both legs, have an occluded filter, and suffer from severe back, hip, groin, abdomen, and leg pain. The patient states that they were unable to walk for two months, they suffer from fatigue, are out of breath quickly, and suffer from headaches/migraines. The patient also reports to have difficulty, pain, and dizziness when getting up from a sitting or lying position. The patient reports to have a heaviness and aching feeling in the chest, chronic leg edema, numbness in both legs, body tissue growth around the ivc filter, pain during sex, and at times is unable to hold an erection. The patient notes to also have difficulty staying asleep at night due to pain, suffer from depression, anxiety, and fear that the ivc filter could splinter/break. The patient states to have had multiple hospital admissions and operations, suffered an infection in the left foot for over a month due to low blood flow, and to have venous stasis with bulging/painful veins in legs and abdomen, difficulty walking at times (legs feel heavy), and legs turning purple when standing or sitting. The patient states to be currently out of work due to the conditions described above. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Venous stasis, shortness of breath and collateral circulation do not represent device malfunctions. Blood clots, post phlebotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, dizziness, fatigue and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.